Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited low intrinsic amplitude and increased pacing threshold measurement post implant. This rv lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.